Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at home when she developed fatigue and difficulty breathing. Cgm readings at that time were not recalled; however, they were reported to be inaccurate. The patient¿s mother attempted to obtain a blood glucose reading, but neither cgm values nor fingerstick blood glucose (fsbg) readings were remembered. Due to concern for the patient¿s condition, the patient¿s mother took her to the emergency room (ER) for evaluation. At the ER, the staff obtained an fsbg test, although the exact value was not recalled; it was reported to be discrepant compared to the cgm readings. The patient was diagnosed with diabetic ketoacidosis (dka). The insulin pump was removed per physician instruction, while the sensor remained in place. The patient received intravenous (IV) insulin and fluids for dehydration, remained in the ER for approximately five hours, and was subsequently admitted for continued care. During hospitalization, blood glucose was monitored every two hours, though specific cgm and fsbg values were not recalled. The patient was discharged on (B)(6) 2026. At the time of the report, the patient continued to wear the sensor, and the cgm displayed ¿high,¿ while a concurrent fsbg reading was 272 mg/dl. The patient was asymptomatic and reported doing well following hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.